Manufacturer narrative:
Follow-up #1: date of submission 01/22/15 device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the display contrast is dim and pinkish. Unrelated to the complaint, the battery compartment is cracked between the bumper grip and the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.